Event description:
The customer reported that the custom perfusion pack had puncture marks on the top of the packaging. No pt was involved. Related to MFR reports #: 2248146-2014-00146, 2248146-2014-00147, 2248146-2014-00225, and 2248146-2014-00257.

Manufacturer narrative:
The device was returned and an investigation is being performed. A supplemental report will be submitted with the results when the investigation is completed. (B)(4).